Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported for this lot. Based on the information reviewed, a conclusive cause for the single leaflet device attachment (slda) could not be determined. The mitral regurgitation was an outcome of the slda. Additionally, the reported patient effect of mitral regurgitation, as listed in mitraclip ntr/xtr instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat functional mr with a grade of 4. It was noted thin leaflets. On (B)(6) 2020 one clip was successfully deployed, reducing mr to 1-2. Then on (B)(6) 2020, it was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3. Additional treatment was not performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.